Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown #4 16 cs insert. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.

Event description:
It was reported that there was a right side revised and I&d done due to infection.